Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging history settings (time/date) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the black box verified the pump time, date reset to default after por. Time, date reset to default was duplicated during investigation. Pump was open to investigate, bt1 component was leaking. Battery cap was hard to remove/insert due the stripped battery top, was able to insert/ remove test battery cap fluently, test battery cap is able to tighten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.